Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was an in-stent restenosis located in the severely calcified and severely tortuous proximal to distal right coronary artery. This 8mm x 3.00mm nc quantum apex mr balloon catheter was inflated and ruptured during inflation. The pressure and duration is unknown. The procedure was completed with another of the same nc quantum apex mr balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and there was blood in the balloon and inflation lumen. The midshaft was kinked 1cm from the guide wire exit notch. Positive pressure was applied with an inflation device filled with water, and a stream of water emitted from a pinhole in the balloon wall 1.5mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was an in-stent restenosis located in the severely calcified and severely tortuous proximal to distal right coronary artery. This 8mm x 3.00mm nc quantum apex mr balloon catheter was inflated and ruptured during inflation. The pressure and duration is unknown. The procedure was completed with another of the same nc quantum apex mr balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).